Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks to the top case and right plunger case with a non-OEM battery. Review of the event history log showed a check clutch/plunger lever. An occlusion functional test was performed and the reported issue was duplicated. The right and left clutch halves were worn. As a result, the leadscrew, right and left clutch halves and clutch spring were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a plunger travel error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.